Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its device download was stopped. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with download was stopped. A technical support specialist found device time was not current. So, updated the station time and checked that health sight viewer (hsv) was cleared for the station. The system functioned as intended after the technical support specialist troubleshot the device.